Manufacturer narrative:
No product returned. Evaluation not possible. Manufacturing documentation was consulted and all product specifications are met. User should have consulted instruction for use to prevent this from happening.

Event description:
Implant stuck together with adapter and could not taken apart. Dental implant could not be placed.